Manufacturer narrative:
Corrected data.

Event description:
It was reported that intraop the imaging system went down during the surgery making it difficult for the surgeon to visualise the nerves coming from the spinal cord as he placed the screws/rods into the l4-l5 and l5-s1 vertebrae. Post-op, the patient continued to experience a left foot drop and was taking gabapentin for nerve pain. The patient also underwent (B)(6) studies, which allegedly revealed permanent nerve damage to left lower extremity.

Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, the patient underwent surgery in two stages. Post-op, after the surgery of (B)(6) 2015, the patient experienced foot drop. Hence, on (B)(6) 2015, the patient underwent revision surgery to reposition the screws. The patient reported to have continued issues.